Manufacturer narrative:
Followed by company representative.

Manufacturer narrative:
Additional information received states that there was no cement extravasation during this procedure.

Event description:
It was reported a patient underwent a kyphoplasty procedure. During the procedure, there was cement leakage into the disc space. No additional information was reported.